Event description:
An attorney reported that a patient sustained internal and external thermal burns from laser energy following a hemorrhoidectomy with a lumenis lx-20sp novapulse laser. The attorney reported the patient required a colostomy as medical intervention performed by a second physician.

Manufacturer narrative:
Lumenis contacted the attorneys by phone (3x) and by email (5x) to investigate the reported event requesting patient data, surgical records, subject device sn, and physicians' names. Although reasonable attempts were made to obtain this information none was provided. The attorney stated the issue was related to operator error and not subject device malfunction. A review of subject device 510(k) clearance found the device is indicated and cleared for hemorrhoidectomy. Absent procedure event details lumenis is unable to determine a cause for the reported event.